Event description:
(B)(4). I had essure implanted in (B)(6) 2014 after having my last child. I was put completely under in an o.r. I was told it was just as effective as a tubal. I was not told that there could be any side effects. I was also not tested for a nickel allergy. I became pregnant (B)(6) 2015 while still having essure in place. I have since dealt with very bad depression.